Event description:
Oxygen port breaking off of rear housing on resuscitator after about oneweek's use. Customer reports breakage during a brief period of one or moreweeks. Normally uses for 3 months. If oxygen port were to break during an occasion in which the resuscitator is the sole source of ventilation andoxygen, oxygen may become unavailable to the patient; however ventilationwould still remain available with this self-inflating resuscitator. Anoxygen dependent patient could have some risk of injury.